Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Dents and scratches were seen on the insulation. Also separation on the insulation near the distal end was noticed and the shaft is bent. Stryker etching for the lot#, pn, and ce label were not present. This is an indication of possible third party repair for the insulation. The probable root causes are user misuse, improper sterilization methods, or normal wear. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.